Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2006 (B)(6); product type extension product ID 3889-28 lot# v001085, implanted: 2006 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient fell in (B)(6) 2008 and had a lead revision. It was noted that 2 weeks after the revision, the patient had an unrelated surgery that included repairing the pelvic floor. It was also stated that the patient had a neurogenic bladder and the inability to hold more than 25ml of urine.